Event description:
The report states the product was used for a laceration closure. The end user suspected product sterility was compromised. No info has been provided to support this claim. Ethicon inc. Has sent the user questions concerning the event, but at this time no more info has been provided. Product was returned. The current condition of the pt is unk.